Manufacturer narrative:
The customer reported that the analyzer "was getting hot in her hand" and that "a battery was leaking and the label was coming off". When removing the batteries the customer stated they "burnt their thumb". There were no allegations of death or serious injury. There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint could not be duplicated. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "was getting hot in her hand" and that "a battery was leaking and the label was coming off". When removing the batteries the customer stated they "burnt their thumb". There were no allegations of death or serious injury. There were no allegations of incorrect results.